Event description:
Procedure: gastrectomy. According to the reporter: the pt was re-operated two times. First time due to bleeding. Second time bleeding also, discovered green staple line were open. Current condition of pt: hospitalized and under observation.

Manufacturer narrative:
(B)(4). This device was not returned for investigation under this tracking number and MDR. The investigation results were entered in error for this lot number. Since no sample was returned, a formal laboratory investigation could not be carried out.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/11/2014.

Manufacturer narrative:
(B)(4).